Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after receiving an inappropriate shock due to oversensing of noise. The patient was discharged from the hospital and no changes were made to the system. The s-ICD remains implanted and in service. No adverse patient effects were reported.